Event description:
It was reported that during an unk procedure, the titanium tip of the device broke during the procedure. The broken part did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.